Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device passed all operational specifications and no failure was identified. Therefore, the reported condition was not confirmed and an assignable root cause was not determined. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
This is report 2 of 2 for the same event. It was reported from the (B)(6) that two attachment devices were getting hot. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Please note that the date received at the investigation was inadvertently reported as sep 20, 2017 in the initial medwatch report. This date has been updated to dec 13, 2017. If additional information should become available, a supplemental medwatch report will be submitted accordingly. Device evaluation: it was documented in the initial medwatch that no failure was identified. Upon further evaluation, it was found that the reported condition that the attachment was getting hot was confirmed. An assessment was performed and it was observed that the device had visible scratches and dents consistent with normal use. It was further observed that the device failed temperature assessment at the housing elbow and base, and failed visual assessment (housing). The assignable root cause of the failed visual assessment was determined to be due to normal wear over time. The components were evaluated and it was found that debris and grit was observed in the proximal bearings and gears. The assignable root cause of this condition was determined to be due to improper cleaning, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.